Manufacturer narrative:
The device was not reprocessed prior to being sent in for evaluation. The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The customer provided the cleaning, disinfection, and sterilization process stating there have been no deviations in reprocessing. Precleaning was performed immediately after the procedure. Water was aspirated through the instrument/suction channel with a suction pump. The forceps elevator was not moved to raise and lower 3 times during aspiration. Aspiration was done with both the first and second position of the suction valve. The air/water and balloon channels were flushed with water and air using the maj-1444 and maj-629.the air/water channel was flushed with water and air using the mh-948. Pre-soaking was performed. During manual cleaning, the device passed the leak test. The detergent used was intercept. The instrument/suction channel, suction cylinder, and instrument channel port were brushed. The forceps elevator was not raised and lowered three times when submerged in the detergent solution. The forceps elevator was not flushed. The distal end was brushed with the channel-opening brush and the single use soft brush (maj-1888). It was unknown if the distal end was flushed with the maj-2319(distal end flushing adapter). The device was rinsed before manual disinfection. The disinfectant used was enzymsaebe. All channels were flushed with and immersed into the disinfectant. The channels were flushed with filtered water. The concentration and expiration date of the disinfectant was controlled. The automated endoscope reprocessor (aer) used was medivators free of defects with intercept detergent and rapicide a+b disinfectant. All channels were connected with tubes when the endoscope was setting up into the aer. The concentration and expiration date of the disinfectant was controlled. The water quality was ultraviolet light, and the filter was replaced periodically in accordance with the instructions for use. The device was dried by aer and stored in a drying cabinet. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The hygiene microbiological investigation report indicated the channels of the scope were cultured and 7 colony forming units of streptococcus mitis oralis was detected in the auxiliary water channel. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, the videoscope suction channel repeatably tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
It was further reported that test one found 46 colony forming units (cfus) of microbes. Test 2 found 6 cfus, and test 3 found 50 cfus. The customer did not test for specific microbes.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained (identified via b5). The investigation is ongoing, if additional relevant information is identified, a follow up report will be submitted.

Manufacturer narrative:
Corrected fields: d9 (device was returned prior to initial submittal) this report is being supplemented to provide additional information based on results of third-party testing, the device evaluation, and the legal manufacturer's final investigation. Olympus provided the following result of the culture test performed at the third-party labs: sampling date: nov 01, 2023 sampling from: distal end cfu: no growth bacterial identification: no germs detected sampling from: biopsy channel, suction channel cfu: 0cfu bacterial identification: no germs detected sampling from: air/water channel cfu: 0cfu bacterial identification: no germs detected sampling from: auxiliary water channel cfu: 7cfu bacterial identification: streptococcus mitis oralis as bacteria was detected additional testing was performed. Olympus provided the following result of the additional culture test performed at the third-party labs: sampling date: nov 13, 2023 sampling from: distal end cfu: no growth bacterial identification: no germs detected sampling from: biopsy channel, suction channel cfu: 0cfu bacterial identification: no germs detected sampling from: air/water channel cfu: 0cfu bacterial identification: no germs detected sampling from: auxiliary water channel cfu: 0cfu bacterial identification: no germs detected the device was evaluated and no abnormalities were found that could have led to a positive culture. The following defects were noted during the evaluation; the air/water/suction cylinder have no color, the switchbox/plug unit/connecting tube have a scratch, the scope cover has a dent, the light guide lens/the objective lens/adhesive around the objective lens have a chip, the bending tube was deformed, the adhesive on the bending section cover has a crack, the up down knob has corrosion, water tightness was lost due to a pinhole in the bending section cover, and the bending angle in the down direction does not meet standards due to a worn angle wire. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them."   Olympus will continue to monitor field performance for this device.